Event description:
The account stated that the axsym analyzer has generated false elevated troponin results on 5 patient samples. For patient #4, the initial result was 0.50 ng/ml and the retest result was between 0.00-0.05. Ng/ml. (The normal patient cut-off is 0.15). The patient was admitted to ICU and given an increased dosage of the lovonox medication. There was no further information provided.

Manufacturer narrative:
(B)(4) an investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (the fsr performed preventative maintenance procedures). (The exact cause for the erratic results was not identified. A deficiency of the axsym system was not identified). Review of the message history indicates there were multiple liquid level sense errors generated at the time of the customer described issue. Error codes 3080, liquid not found, sample cup, sampling center, error 3083, liquid too low, sample cup, sampling center, error 3063, air during aspiration, sample well, processing probe, error 3066, liquid not found, reagent bottle 3, sampling center were found in the message history. The customer also indicated meia control results were higher than expected. Results of the control results were as expected following performing the dispenser flush. The field service representative (fsr) replaced the meia lamp due to the previously high lamp current. The fsr performed preventative maintenance procedures and verified the pumps, probes, optics operations and the fluidics check passed. Results were as expected following field service intervention. The customer was referred to the axsym operations manual, service and maintenance, which provides instructions for required daily, weekly and monthly maintenance procedures and the troubleshooting and diagnostics section, which provides probable causes and corrective actions to resolve level sense errors. Also, in the troponin-I adv package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. Failure to follow the operations manual and package insert instructions may cause erroneous results. Service history review of axsym sn# (B)(4) from (B)(6) 2010 indicates there are no other complaints generated following field service intervention. Based on the available information, the exact cause for the erratic results was not identified. A deficiency of the axsym system was not identified.